Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.5/109 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6)2016, the lens was explanted due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -18.0/2.5/109 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vault. The problem was resolved. The patient's post-op best-corrected and uncorrected visual acuities were 20/20. Corrected data: (B)(4).